Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non malignant pain. It was reported that patient's stimulator was broken following a fall that she had. No further complications were reported or anticipated. It was reported that the healthcare provider (hcp) had called the patient to check if she had the remote to confirm eligibility. Technical services reviewed the MRI guidelines and sent documents to the hcp. No further complications were reported/anticipated.